Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Event description:
It was reported that the patient has been having pain since the primary hip replacement surgery. She was in rehab for 18 days which was very difficult due to the pain. She was discharged and had health care personnel coming to her home for approximately 9 weeks. She is still in pain and has difficulty walking. Surgeon from (B)(6) medical center has been administering epidurals which relieve some of the pain.